Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm while changing the infusion set and during the priming process. The customer's blood glucose at the time of the call was 222 mg/dl. The customer further stated that he was hospitalized on (B)(6) 2015 due to low blood glucose levels. Nothing further reported.